Event description:
The customer reported that their device had its service indicator illuminated and had logged several event codes. The customer also reported that the device was resetting itself upon boot up. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported reset failure. Physio performed unrelated repairs and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). The customer (biomed) advised physio-control that they have replaced the coin cell battery to attempt to resolve the reported event codes, however, the customer has not been able to resolve the reported resetting issue. The customer advised they are not sure if they will be repairing the device due to costs associated. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.